Manufacturer narrative:
Analysis of the catheter (sn (B)(4)) found a hole in the catheter body caused by a deep abrasion. Analysis of the pump (sn (B)(4)) found no anomaly.

Event description:
It was reported the patient presented with itching and spasms in legs yesterday. Withdrawal was reported. The patient's symptoms improved slightly with oral baclofen. The patient was admitted to the hospital yesterday and the effects of the oral baclofen had diminished. X-rays were taken and were "unremarkable". Logs appeared normal, as well. They attempted to access cap (catheter access port) but were "only able to get a few drops back when aspirating". Some "fatty tissue over cap that may have made accessing difficult" was noted. A revision occurred today, and they didn¿t know what the problem was at the time of this report. They planned on replacing the "pump and likely some sort of catheter revision". It was noted, they were "unsure where the issue was on catheter". The pump was used to infuse gablofen (baclofen). It was further reported the patient had increased spasticity in lower "extr.". An replacement occurred. It was further reported the catheter issue was a "break, tear, hole". The location was noted to be "distal (spinal) segment" and "at anchor, intradural". The catheter issues were identified by "withdrawal symptoms and then could not aspirate sideport". A replacement occurred, and no unused catheter or catheter segments were left in the patient. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).